Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to protruded and loose drive support disk. Insulin pump received with minor scratches on display window. Insulin pump received cracked case display window corner, cracked case display window corner, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that he received a prime alarm on his insulin pump. The customer's blood glucose level was 117 mg/dl. The customer stated that insulin was squirting out during the manual priming process. The customer was unsure whether the drive support cap was protruded, loose, or sticking out. Nothing further was reported.